Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call change sensor alarm, sensor break and calibration error on the sensor. Customer advised they had faulty sensors, one sensor was stuck in the serter and the other sensor broke. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Three sealed enlite sensors were returned for analysis however, analysis was not required due to the sensors expired on 04/06/2016.